Event description:
It was reported that the attachment became too hot to hold. There was no patient involvement or any adverse consequences reported. It is unknown if the device overheated during testing or prior to the start of a surgical procedure.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the lock collar did not function correctly. The likely cause for the overheating was problems with debris and corrosion getting into the device. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow corrosion to enter the attachment. Once enough corrosion and debris builds up in the attachment it may cause the device to not work properly or can physically bind up the attachment.